Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was emitting a constant tone and when interrogated, displayed a message that indicated it was in a fallback mode.